Event description:
Patient was revised due to cup loosening. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain and loosening; metallosis; serosanguineous fluid; significant fibrosis and a pseudocapsule with metallosis findings; some minor bone defects. Femoral head added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.